Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment and pump expose to moisture found on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly, internal battery, battery tube, vibrator, keypad flex tail and force sensor. No moisture damage on the keypad dome switches and keypad traces during the visual inspection. Critical pump error (open book image) alarm was triggered by three pump error 2 alarm confirmed in the detailed traces on (B)(6) 2022 at 4:14:00 pm due to moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads. Critical pump error (open book image) alarm confirmed due to pump error 2 alarm. Pump error 2 alarm confirmed due to moisture damage on the electronic assembly. Pump expose to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was fluid in the battery compartment. Troubleshooting was performed. Customer stated o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. No harm requiring medical intervention was reported. The device was returned for analysis.